Event description:
A company sales rep attended a mets distal femur replacement procedure on (B)(6) 2014. During the procedure, the surgeon struggled to extract the axle from the implant in situ (it was impossible to extract from the lateral side, due to the pt's anatomy) and the replacement implant axle (axle was implanted but needed to be removed due to an issue with pt's bone and then re-implanted). The surgery lasted approximately 30 mins longer than planned. The procedure was successfully completed. No pt injury reported. The surgeon reiterated his request that the company design and develop an axle extraction device.

Manufacturer narrative:
The difficulty experienced in the reported event was due to the pt's anatomy, combined with a surgeon's personal preference that an "axle extractor" be designed and included with the device. This info has been provided to the design department for future consideration.